Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). The reported phenomenon was duplicated, and it was found the camera cable failure which occurred the error e226. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc and a thing which e226 (communication error) is an error that occurs when a communication failure with the video processor occurs, omsc presumed that the reported phenomenon occurred due to the camera cable break. The investigation results are shown below; -it was found that a communication error occurred due to a camera cable failure. -as a result of checking the manufacturing history (DHR), it was confirmed that there were no manufacturing abnormalities, special hires, or variations. -it turned out that the camera cable unit had been replaced in 2016. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicates there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.